Manufacturer narrative:
The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report. The information that provided in the initial report was missing some information. The correct information has been included with this report. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(4) 2019. The customer reported via phone call that they received emergency medical treatment due to low blood glucose on (B)(6) 2019 with blood glucose of 22 mg/dl. Customer reported that the emergency medical service was dispatched for him. The customer did not talk about any symptoms for the low blood glucose. The customer did not provide any treatment for low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 22 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer did not provide any treatment for low blood glucose. The insulin pump will not be returned for analysis.